Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow, and a "service required" code was found in the ventilator's downloaded error log. The device's inlet air path, air path foam, flow path and power management board were replaced to address the issues. The device passed all testing.